Event description:
It was reported that pericardial effusion and cardiac perforation occurred. The procedure was a concomitant atrial fibrillation ablation using pulsed field ablation (pfa) and a left atrial appendage (laa) closure procedure. A 31mm watchman flx pro closure device and a watchman double curve access system (was) were selected to be used. During the procedure, groin access was obtained. The physician first ablated the cavotricuspid isthmus (cti) line using the farawave catheter. After successful flutter line ablation, transseptal access was obtained using a non-boston scientific safesept. The physician punctured the inferior and middle portions of the septum, and the faradrive sheath was advanced into the left atrium across the septum. The farawave catheter was reinserted, and successful pulmonary vein isolation and posterior wall ablation were performed using pulsed field ablation (pfa). Upon completion of the ablation, the mapping catheter was advanced into the left atrial appendage (laa) using the was sheath. The largest measurement obtained was 16mm, with 22mm of depth. Based on the contrast injection, a 24mm or 27mm closure device was suggested. The contrast injection indicated the appendage appeared larger than initially measured, so a 27mm closure device was recommended, but the physician opted for a 31mm closure device. At this time, the transesophageal echocardiography (tee) images were difficult to see clearly, and after reconfiguring the screen, approximately one-quarter of the bottom of the image was still not visible, though the physician was able to visualize what they needed. The mapping catheter was removed, and the closure device was advanced into the appendage. The physician attempted the first deployment; fluoroscopy suggested the closure device was under-compressed. On echocardiography, the distal portion of the closure device was not visible. The physician attempted to reposition the device slightly more proximally, but it remained in the same position. A contrast injection revealed that the closure device had migrated into the pericardial space, and an effusion sweep demonstrated a small pericardial effusion posterior to the right ventricle. The physician realized something was wrong and called for surgical intervention. A final contrast injection of the closure device was performed, after which the closure device was removed, the perforation was repaired, and the laa was surgically closed. No further information was provided at the time of this report.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. The procedure was a concomitant atrial fibrillation ablation using pulsed field ablation (pfa) and a left atrial appendage (laa) closure procedure. A 31mm watchman flx pro closure device and a watchman double curve access system (was) were selected to be used. During the procedure, groin access was obtained. The physician first ablated the cavotricuspid isthmus (cti) line using the farawave catheter. After successful flutter line ablation, transseptal access was obtained using a non-boston scientific safesept. The physician punctured the inferior and middle portions of the septum, and the faradrive sheath was advanced into the left atrium across the septum. The farawave catheter was reinserted, and successful pulmonary vein isolation and posterior wall ablation were performed using pulsed field ablation (pfa). Upon completion of the ablation, the mapping catheter was advanced into the left atrial appendage (laa) using the was sheath. The largest measurement obtained was 16mm, with 22mm of depth. Based on the contrast injection, a 24mm or 27mm closure device was suggested. The contrast injection indicated the appendage appeared larger than initially measured, so a 27mm closure device was recommended, but the physician opted for a 31mm closure device. At this time, the transesophageal echocardiography (tee) images were difficult to see clearly, and after reconfiguring the screen, approximately one-quarter of the bottom of the image was still not visible, though the physician was able to visualize what they needed. The mapping catheter was removed, and the closure device was advanced into the appendage. The physician attempted the first deployment; fluoroscopy suggested the closure device was under-compressed. On echocardiography, the distal portion of the closure device was not visible. The physician attempted to reposition the device slightly more proximally, but it remained in the same position. A contrast injection revealed that the closure device had migrated into the pericardial space, and an effusion sweep demonstrated a small pericardial effusion posterior to the right ventricle. The physician realized something was wrong and called for surgical intervention. A final contrast injection of the closure device was performed, after which the closure device was removed, the perforation was repaired, and the laa was surgically closed. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.